Event description:
It was reported that the keypad button presses did not activate desired pump functions. The down arrow keypad button reportedly has to be pressed several times for a response, but the keypad is still intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the down keypad button intermittently responded to user inputs and required excessive force to activate during testing, it was observed that the up key contact was misaligned, it was observed that the down key contact became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.